Event description:
It was reported that the home patient (hp) had a system error 2240 (air in tubing) on the homechoice (hc) during drain one, while the hp was connected. The hp accidently disconnected the transfer set from the patient line during drain one, without using proper disconnection procedure. The hp reconnected the transfer set to the patient line causing system error 2240. The technical service representative (tsr) explained the alarm and assisted the hp with clearing it. The hp was going to use all new supplies to finish the therapy. The tsr reviewed the proper procedure with the hp as per user manual. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Upon completion of baxter's investigation, or if additional relevant information is received, a follow-up will be submitted.

Manufacturer narrative:
(B)(4).an alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Use errors and proper user instructions are addressed in the homechoice and homechoice pro apd systems patient at-home guide, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly disconnecting during emergencies. The guide also provides step-by-step instructions for returning to therapy after the emergency disconnect procedure. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.